Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. No conclusion can be drawn at this time. Further info will follow once the analysis has been completed.

Event description:
The customer reported having high blood glucose for more than a week. The customer stated that the basal rates were not programming correctly. Attempted to troubleshoot the insulin pump. The programming, time, and date were correct. Ran a fixed prime test and the insulin exited. The customer stated that the basal rates in the insulin pump were only showing 8.0 units for twenty four hours, and it should have been 22 units within the same period. Ran a fixed prime test and the insulin pump did not alarm no delivery after the second time. Advised the customer to discontinue use of the insulin pump and revert to back up plan. No further info was provided.